Event description:
A malfunction alarm was reported, described as malfunction code 0, and there were no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the issue did not recur. The customer was advised they could continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood these instructions.